Event description:
Pt underwent venous ablation therapy for varicose veins. Physician reported that the closurefast catheter tip separated during use. X-ray confirmed that the tip of the catheter remained inside the vein. The catheter tip was subsequently removed surgically.

Manufacturer narrative:
The closurefast catheter was not returned for eval. Lot number of the device could not be provided by the physician's office. Without add'l info, further investigation into this reported event is not possible. If any add'l info is obtained, a f/u report will be submitted.